Event description:
It was reported that while using bd facslyric¿ ruo waste leakage leaked outside of instrument. There was no impact to user. It was reported that the flowcell is leaking. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? No. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Sheath and waste. What is the source of leak/spill? (Waste or non-waste line) waste line. Was the customer exposed to blood or bodily fluids? No, customer wore ppe while cleaning leak. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l10c instrument ruo, part # 662382 and serial # (B)(6). Problem statement: customer reported complaint on a flowcell leakage without bleach not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend: (B)(4). Date range from (B)(6) 2019 to date (B)(6) 2020. Manufacturing device history record (DHR) review: DHR part #662382 serial # (B)(6), file #662382-662382-z662382000004-101391557-17, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result/analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage not contained within the instrument was due to a worn flow cell tube insert. The fse (field service engineer) confirmed that the leakage was coming from the flowcell and found several parts in need of replacement. The fse replaced the resistor (pn 647945), fitting (pn 641863), and tube insert. After replacing those parts, they completed pqc and abort count tests to confirm that the instrument was performing as expected. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. Although leakage of biohazard material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had worn proper ppe when in contact with the leaked fluid. Additionally, the leakage was not under pressure or sprayed and thus did not significantly increase the risk of exposure. As this was an ruo (research use only) instrument, there was no risk of misdiagnosis or delay in treatment of a patient. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2017. Defective part number: 647945 - orifice-restrictor .020in dia blue. 641863 - barb insrt assy 1/4-28fiting1/6 barb ppl. Work order notes: subject/reported: flowcell is leaking. Problem description: flowcell is leaking via tube insert. Work performed: replaced resistor, connector and insert. Repair/troubleshooting performed: replaced resistor, connector and insert to flow cell. Completed pqc¿s and abort count. Trainee names (if applicable): na. Calibrated equipment serial numbers/expiration dates used (if applicable): power max pc: parts used (if applicable): 647945, 641863. Laser serial number (if applicable): na. Software version: 1.2.5657. Return material tracking # (if applicable): additional failure modes/issues: na. Cause: insert on flow cell tube is broken. Solution: issue resolved (y/n) y. If unresolved, what are the next steps? : na. Instrument operating as intended (y/n)? (If applicable): y. Returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part # (B)(4), rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes or no. Tfs: 89164. ID: (B)(6). Reg status: ivd; ruo hazard: user exposed to biological sample. Cause: cracked sample tubes or plates. Harmful effects: injury to operator (exposure to stained sample). Risk control: sample tubes and plates will not be under pressure. User guide/safety limitations guide advises following universal precaution. Req link (tfs ID): 93782 libivd-did-1585 normal use. Implementation verification: libivd-se-15-84ar, libivd-se-15-51ir. Effectiveness verification: libivd-se-15-84ar, libivd-se-15-51ir. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Tfs: 89177. ID: (B)(6). Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: failed waste connection. Harmful effects: injury to operator due to spraying of waste risk control: robust design connection to the tank. The waste connection to the chassis is housed inside the system. Waste cap removed interlock. Follow universal precautions included in user documentation. Req link (tfs ID): 93782 libivd-did-1585 normal use. Implementation verification: libivd-se-15-84ar, libivd-se-15-72p, libivd-se-15-51ir. Effectiveness verification: libivd-se-15-84ar, libivd-se-15-72f, libivd-se-15-51ir. Probability: 1. Severity: 1. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient: yes or no. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn flow cell insert. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn flow cell insert. The fse confirmed the source of the leakage and replaced the resistor, connector, and insert. They then completed pqcs and abort count tests to confirm that the instrument was working as expected. No one was harmed or injured from the leakage, and since the device was not being used for clinical diagnoses, no patients were affected from the incident. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text: see h10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1250, FDA patient problem code(s): 2199.

Event description:
It was reported that while using bd facslyric¿ ruo waste leakage leaked outside of instrument. There was no impact to user. It was reported that the flowcell is leaking. Are you using this product for clinical diagnostic test? No were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No resolution achieved? No follow up required? No software version? No was there a fluidic leak or spill? Yes 1.was there spray of fluid under pressure? No 2. Was the leak/spill contained within the instrument? No 3. Was the leak/spill in a customer accessible location? Yes 4. What was the fluid that leaked/spilled? Sheath and waste 5. What is the source of leak/spill? (Waste or non-waste line) waste line 6. Was the customer exposed to blood or bodily fluids? No, customer wore ppe while cleaning leak 7. Was there any physical harm to the customer as a result of the leak no